Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during implant placement difficulty was noted for the pacing lead when the physician was attempting to implant into the patient's atrium. When the number of lead rotations was increased to thirty, the helix screw had not been completely spun out judged from the image. After the lead was removed from the body the screw failed to be retracted normally. The physician replaced the lead. No patient complications have been reported as a result of this event.